Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod14, non-penumbra catheter and, lantern delivery microcatheter (lantern). It was also reported that the patient¿s anatomy was mildly tortuous and slightly calcified. During the procedure, the physician experienced resistance while advancing a pod14 through the lantern and, therefore, it was removed. While retracting, the pod14 unintentionally detached inside of the lantern around the hub. Therefore, the lantern was removed containing the detached pod14. The procedure was completed using another coil, pod packing coils (pod pcs) and, the same lantern. There was no report of an adverse effect to the patient.